Event description:
When attempting to insert the dexcom g6 cgm, the applicator malfunctioned. The applicator needle did not retract and remained embedded in the flesh and the applicator was stuck. The length of needle remaining in the skin was significant (about 1/2 inch) and caused a significant amount of pain. The applicator had to be peeled off, with the needle still stuck in the skin, causing even more pain. The applicator needle should very quickly go into the patient's skin then retract immediately, leaving a thin sensor wire embedded in the skin. The applicator should then release from the skin. FDA safety report ID# (B)(4).